Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The devices were fractured and not all pieces were returned. The device batch numbers that were provided could not be verified as valid. The diameter and hardness of the devices were measured and were found to be within specification. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The clinical / medical investigation concluded that insufficient clinical documentation was provided to perform a thorough medical assessment. The patient¿s post external-fixation physical restrictions remain unknown; however, unable to rule out excessive weight bearing or simply complications of an external fixation device in the presence of a chronic non-union post tibial nail infection as possible contributing factors to the reported events. The patient impact beyond the reported broken wires/replacement revisions and the conversion to struts to re-align the tibia cannot be determined. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient came into clinic and reported that 2 wires on her frame had snapped.. Therefore, 2 wire broken close to the frame outside the body and 1 broke internally.